Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The patient was at an outside facility and had neurological changes. The patient was found to have an intracerebral hemorrhage which progressed to herniation. No further information was provided.

Manufacturer narrative:
Section b2: date of death updated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that patient passed away on (B)(6) 2019.

Manufacturer narrative:
Section d4, d11: serial number has been corrected. Patient had hm3 lvad and rvad devices. Event is reportable against the lvad with the rvad as a concomitant device. Section d4, h4: correction. Section h6: additional information. Manufacturer's investigation conclusion: review of the submitted log file showed the pump operating as intended. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.